Event description:
It was reported that during a hemorrhoidectomy procedure, patient had a hole at staple line, about a quarter in length. After the procedure (couple of days post-op), temporary colostomy was performed.